Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# 0203691202, explanted: (B)(6) 2016, product type: catheter. Product ID 8 731sc, lot# 0203691202, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal "morphium" 18 mcg/ml at a dose of 12.153 mg/day and clonidine 0.1 mg/ml at a dose of 0.06752 mg/day via an implantable infusion pump. There was no patient medical history and the indication for use was not noted. The pump and catheter date of implant and concomitant drug list were noted as unable to obtain. It was reported that the patient experienced withdrawal symptoms and a catheter leak. Specifically, the patient called the physician and reported a "bad feeling" and vomiting "(withdrawal symptoms)". The patient was told to come for a physician consultation, on the same day. The physician performed a side-port control, using contrast medium to visualize the catheter. The screening with the x-ray showed a leak in the spinal catheter and according to the physician's assistant, the drug delivery was"there subcutan" and not intrathecal. A revision operation of the catheter was planned for the evening of (B)(6) 2016. According to the logs attached on (B)(6) 2016, 11.5 cm of the pump segment of an 8731 were removed and 54.5 cm were implanted, and 11 cm of the catheter segment were removed and 27.1 cm were implanted. The last change occurred 2016-02-12 and the settings were last checked on (B)(6) 2016. Then on 2016-02-26 additional information was received from the company representative indicating that the patient was doing fine. It was noted that the explanted catheter was a 8731sc. Also, the catheter reportedly showed 2 very small holes in the catheter ¿vis-à-vis¿ to each other (the holes were across from each other, and not next to each other). The happening of the catheter damage seems to be correlated with the "neuraltherapy-infiltration". The leakage was observed subcutan - approximately 6cm away from the exit of the spinal canal. Additional information was requested regarding whether the catheter would be returned and for clarification on what "neuraltherapy-infiltration" meant. Should additional information be provided, a follow-up will be submitted.